Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the fitting on top of the rinse block was loose contributing to the leak. Tubing was repositioned by the fse to resolve the leak. The fse also replaced the probe that had been bent. (B)(4).

Event description:
The customer reported a red blood cell (rbc) and indices flagging issue involving a coulter act 5diff analyzer. The customer troubleshooted the instrument with beckman coulter (bec) customer technical support (cts) via telephone; cts advised the customer to perform an extended cleaning procedure to address the flagging issue. The customer reported a fluid leak from a probe and that the probe was accidentally bent during troubleshooting. The volume of the leak was less than 2 ml and was contained within the instrument. The instrument operator was wearing gloves, a lab coat, and eye protection when the leak occurred. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.